Event description:
It was reported that during implant the pulse generator exhibited loss of output. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Manufacturer narrative:
Should have been (B)(4) 2011 rather than (B)(4) 2010 analysis was normal. No anomalies were found.